Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital and will not be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that intermittent atrial artifacts were oversensed on this right atrial (ra) lead. Boston scientific technical services (ts) reviewed remote monitoring data and also noted atrial tachycardia response (atr) episodes which exhibited noise but the noise was not sensed by the implantable cardioverter defibrillator (ICD) device. In addition, some farfield oversensing was observed which resulted in inappropriate atr mode switches. Ts provided guidance to healthcare provider (hcp) that further investigation of a possible developing ra lead issue is warranted. The hcp stated that the ICD device has less than three months before reaching elective replacement status so they are considering whether to replace the ra lead during the device replacement procedure. The ra lead subsequently had intermittent high out of range pace impedance measurements greater than 2500 ohms. The ICD device was then replaced for normal battery depletion but the physician elected to keep the ra lead in service at that time because the patient was noted to receive no ra pace therapy. However, the ra lead was then subsequently explanted and replaced twelve days later. No additional adverse patient effects were reported.